Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found a piece torn off and missing from one haptic and the other haptic was torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code: (process evaluation): medical review. Results code: (evaluation result): per medical review - tears or nicks can occur at any stage from manufacture to surgical manipulation. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os). The surgeon noted a nick in the lens and the lens was removed. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.